Event description:
Cadd solis pump failed to deliver medication to pt, however, pump was running and recorded that it was delivering medication with no warnings, alarms or acknowledgement that something was wrong. Pt did not receive fentanyl for sedation for 5 hrs. Diagnosis or reason for use: pain/sedation (fentanyl).